Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. B5 updated.

Event description:
It was reported that the device has visible dents and loose internal components. Additionally, during service and repair, the device was found unable to charge. No patient involved.

Event description:
It was reported that the renasys touch device & power sup cannot be charged due to a j13 connector broken. Additionally, front and back enclosures are broken. Component form 3g board is broken and loose internal. The rubber seal from lcd is defective.